Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had heart palpitations and a remote transmission was initiated. The right ventricular (rv) lead was found to have t-wave oversensing (twos) and high rate non-sustained (hr-ns) observed on stored electrocardiograms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.